Event description:
Monitor screen went black and said: "system reboot." The massimo was on, but only the spacelabs was connected to the central monitor. Staff had to change the box for the monitor to work. No patient harm. Biomed follow up: could not reproduce this event.